Event description:
It was reported that the patient underwent an onyx hd embolization procedure in 2009, for an 8 mm irregular unruptured left ophthalmic aneurysm with a 5mm neck. At seven month follow-up eight months later, angiogram showed part of the onyx cast had moved out of the aneurysm from the left ica migrating down to a left mca branch. It is unk when this occurred the patient is asymptomatic. Patient will be kept on aspirin. Review of treatment angiogram showed a thin rim that leaked out from the aneurysm into the left ica. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation, it was consumed in the event.